Manufacturer narrative:
Analysis of the pump identified high battery resistance that resulted in a lab failure. Interrogation of the pump determined it was used to infuse baclofen [4000.0 mcg/ml] at 2192.2 mcg/day. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no alleged issue. The indications for use were intractable spasticity, multiple sclerosis, cva (stroke) das system. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.